Event description:
It was reported that the customer's insulin pump was not rewinding properly. The insulin pump would get stuck half way while rewinding. The battery compartment from time to time would warm up. The battery cap was changing color. The customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 512 mg/dl. He/she changed the infusion set three times due to no delivery alarms. The customer had a diabetic ketoacidosis. He/she was wearing the insulin pump at the time of the 911 call. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.